Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, the clips did not have good formation. It is unknown how the procedure was completed. There were no adverse consequences for the patient.